Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noted that blood had backed up into the tubing and bloody fluid was found on floor near the base of the pole. No leakage of fluid/blood at insertion or on bed linens. There was no patient harm.

Manufacturer narrative:
The customer¿s report of blood backing up in the tubing was confirmed visually upon receipt, as there were blood remnants present throughout the tubing and drip chamber. Visual inspection of the set did not reveal any discernible damage or abnormalities. Closer inspection of the tubing above and below the roller clamp did not show any tears, cuts, or kinks. Functional and pressure testing resulted in no leaking. The root cause of the reported failure could not be determined.